Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx0411 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before the guide wire was used for puncture, the tip was found skewed. The device was not used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a bend in the guidewire. No further details of the damage could be seen in the returned photograph due to the quality of the image. While the cause of the damaged guidewire could not be determined from the returned photograph, possible causes include damage during packaging, handling, or use; however, the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that before the guide wire was used for puncture, the tip was found skewed. The device was not used.